Manufacturer narrative:
On (B)(6) 2016 the client upgraded merge pacs from 6.6.2 to 6.6.3.1. After investigation, it was determined the customer's configuration settings were not recognized post upgrade. Support was able to re-save customer's custom configurations on (B)(6) 2017 and confirmed system was running as expected. No further actions are needed at this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marked for soft copy reading, communication and storage of studies produced by digital modalities. On (B)(6) 2017, a customer reported they were having issues with the unverified-new image status for patient reports. Merge healthcare support investigated the customer's allegation and determined that the report status was not changing to "unverified new images" to alert the user that additional images had been received and added/appended to the patient's report. This issue was detectable to the user as a study marked as final did not change status when new images were received. Currently, there is no known impact to specific or overall patients; however, there is potential for a situation to occur where new images are not read resulting in delayed or incorrect treatment. Reference complaint number (B)(4).

Manufacturer narrative:
A supplemental report was submitted to add conclusion code. At this time, the investigation is complete and no further actions are required. Revised information contained in this supplement report includes the following: updated manufacturer email address. Updated office contact name and email address. Indication that this is follow-up report 001. Indication of malfunction as reportable event. Indication that the follow-up type is additional information. Conclusion code 67 - no problem detected. Indication that additional manufacturer information is contained in this follow-up report.